Manufacturer narrative:
Based on supplier investigation, device history record review(DHR) did not indicate any exception that could lead to the reported incident. A review of the device history record for lot# 20200908-23-sh revealed the product was finished on the november 25, 2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.164g/10pcs. No sample was available at the time of this investigation; however, a photo was provided. A review of the photo showed lint found on the towel. According to supplier, operating room towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation revealed no abnormal situation occurred during production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action taken at this time, but the supplier will continue to monitor trends for this type of incident.

Event description:
Upon opening the open heart pack (scvhdodsnc) for open heart procedure, the clinician noticed linting from the blue towels in the pack and on the towel (pwtb04-stm). The towels were not used on a patient. No injury or adverse effect reported.